Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. It was unknown if these three heartstring incidences occurred in one case or multiple cases; therefore, all three seals will be reported as one case.

Manufacturer narrative:
Investigation results: the seal was not properly loaded into delivery tube resulting flaring and remained inside the loader device. The delivery device was attached to the loader. The reported complaint that the seal did not deploy is confirmed. Further investigation discovered that the seal was cracked. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.